Event description:
It was reported by the patient's spouse that the remote monitor was not completing the send phase of the manual transmission. During troubleshooting efforts, the monitor stopped responding to the start button. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event; no anomalies found. It was noted there was a missing rubber foot.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.